Manufacturer narrative:
The report of no energy coming from the gold probe device was confirmed. A visual inspection of the device found that a section of one of the gold bands was missing. Further inspection showed a raised edge at the part of the gold band still attached to the ceramic tip. This suggests that some force may have been applied over the affected area. This could cause the detachment of one segment of the gold band. The missing gold caused the gold probe device to fail electrical testing. The cause of the missing gold cannot be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the gold probe device was plugged into the erbe generator, and the probe was placed down the scope into the patient. However, no energy came from the probe. A second gold probe device was used to complete the procedure, using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure.according to the complainant, the gold probe device was plugged into the erbe generator, and the probe was placed down the scope into the patient. However, no energy came from the probe. A second gold probe device was used to complete the procedure, using the same equipment.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.